Event description:
It was reported that the device would turn off by itself during ECG monitoring of a pt. According to the rptr, there was no affect on pt care, and the pt was successfully delivered to the hosp.

Manufacturer narrative:
Physio-control evaluated the device and could not verify, nor confirm the reported failure. The physio-control field service engineer observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause for the reported event cannot be determined.